Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When the mapping catheter was inserted into the sheath, air was continuously pulled into the syringe during aspiration. Excessive air bubbles were noted by the physician in the aspiration syringe. The faradrive sheath was replaced with another faradrive sheath, and the same issue occurred, so the faradrive sheath was replaced again for another faradrive sheath lot, and the procedure was completed successfully. No patient complications were reported. The faradrive sheaths are not expected to return for laboratory analysis as they were disposed.